Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implant procedure, the right ventricular (rv) lead exhibited high thresholds and had dislodged. It was decided that the lead would be replaced. During the replacement procedure, when unscrewing the lead, "the screw fell and it was impossible to screw it again." The implantable pulse generator (ipg) was explanted and replaced. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.